Event description:
It was reported that the tip of the unit is broken.

Manufacturer narrative:
Upon receipt of the unit it was confirmed that the tip of the laparoscope unit was broken. Additional information will be provided once the investigation has been completed.